Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device, but all have been unsuccessful. If additional information is later obtained, the complaint will be reopened, and a follow up report will be submitted.

Manufacturer narrative:
Device was being set up for patient use when the issue was discovered. The patient's therapy was started on another ventilator, no delay of therapy, or patient harm reported. Field service engineer (fse) was dispatched to the customer site and determined that unit did fail to meet specifications. The fse replaced the front bezel and resolved the reported issue. The device was confirmed to fully meet specification and returned to use. The complaint part was disposed of by the customer so no root cause at a component level can be determined. Previous investigations have shown that liquid ingress due to variability of the assembly process was the root cause of the reported failure.

Event description:
It was reported that the ventilator's navigation ring was not moving. There was no patient involvement.